Event description:
Patient was revised due to poly liner fracture and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned femoral head and acetabular insert confirm the reported material fracture. The femoral head exhibits signs of coming into direct contact with the acetabular cup which supports disassociation of the acetabular cup and liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It is stated in the ceramic warnings and precautions: do not implant in obese patients because overloading the component may lead to fracture or loss of fixation. The investigation can draw no further conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.